Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, pierced/cut or scratch of the bending section, hole/cut in the bending section cover, peel in the bending section glue, buckling and deformation of the channel, restriction of insertion tube, and bite/dent in the insertion tube were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use, when the scope angles up the picture is lost on the evis exera iii bronchovideoscope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image loss during angulation occurred due to kinking of the charge-coupled device cable (ccd-cable) due to a kinked insertion section. It is likely the kink is from external stress such as being caught by something, applied excessive bending stress, etc. Based on the results of the investigation, it is likely that the ccd-cable was kinked due to kinked insertion section which led to no image. Furthermore, electronic parts such as image sensor, etc. May have broken by water leakage. It is likely causes of the kink as external stress such as being caught by something, applied excessive bending stress, etc. Since water leakage from bending section and biopsy channel were also confirmed, we also considered that the kink was due to external stress to bending section, and stress from the endo therapy accessories by passing through the accessories while angulating the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.